Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 boxes of syringe 0.3ml 29ga 1/2in 200bx ca has missing label information. The following information was provided by the initial reporter: "pharmacist requested assistance locating expiration date on box. Stated, it was missing."